Manufacturer narrative:
Since the dialyzer was not returned, the leak location could not be analyzed and there were no abnormalities found in the manufacturing record of the affected lot. However, it was judged that occurrence of blood leakage from the arterial header could not be denied. We decided to report this incident since we consider blood leak from arterial header might cause serious health deterioration. The following cautions are given to 4. Warnings of IFU of rexeed-s of the instructions for use as "in the event of a problem during treatment, such as blood leakage or coagulation, immediately discontinue the treatment under the direction of a physician and replace rexeed-s with a new primed dialyzer." We will continue to monitor the occurrence of similar event carefully.

Event description:
This incident occurred in monaco and is reported to FDA according to the requirement. Rexeed-25a is identical model to rexeed-s series marketed in us. Hemodiafiltration (hdf) treatment was performed using the dialyzer rexeed-25a. 120 minutes after blood circulation, dialysis machine detected increase of venous pressure in the circuit several times and blood leakage outside of the rexeed-25a (at the arterial port) was observed. No blood clot was found in the blood circuit. Then the treatment was stopped and the restitution was not possible. There was no health hazard to the patient.